Event description:
While performing an axillary lymph node dissection, electro-cautery was used to achieve hemostasis of the wound site. A (covidien edge insulated blade electrode 2,75" ref # e1455, lot #192380068r) was used with the cautery pencil. Over time and use of the insulated electrode, the insulation had breached at two points. These two leakage points were causing cauterization of proximal skin tissue not noticed by surgeon. Upon discovery of the faulty insulated electrode, the electrode was removed and replaced with another but of a different lot number. The remaining insulated electrodes with the same lot as the faulty electrode within the facility were sequestered from use. The skin areas of contact with the insulation breaches were excised at wound closure to allow for closure and good wound healing. The faulty tip was photographed, the MFR was notified and proper channels were established to report to the MFR's quality dept and the electrode was shipped with tracking number to the MFR. (B)(4).